Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the lancet holder was damaged on the patient's onetouch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began approximately 2 weeks ago prior to contacting lfs. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). The reporter confirmed the patient discontinued testing his blood glucose due to the alleged issue; however, continued to take his usual dose of medications. About a week after the start of the alleged issue, the reporter claimed the patient felt confused and disoriented. That same day, the patient was taken to the emergency room (ER). The patient's blood glucose was tested on the ER meter, in addition to, a laboratory device. The results were not specified. The patient was administered intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject lancing device. Replacement products were sent to the patient. This complaint is being reported because the patient was not able to test due to a broken lancing device and received medical intervention from a health care professional (hcp) after the reported issue began.